Event description:
The complainant reported the patient was on impella rp flex support and, during support, there were placement signal issues. Audio was disabled. No changes in motor current or flows occurred. The investigating engineer found that this is likely an issue with the automated impella controller. The pump was eventually weaned and explanted. No known patient harm or injury has been reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The product was returned and evaluated. Data analysis: ¿ the case associated with the reported complaint was initiated on mar 01, 2025, with the pump impella rpflex (rpij) sn: (B)(6). ¿ on the complaint date, mar 03, 2025, the console displayed ¿placement signal not reliable (rp dual sensor, optical bench invalid signal condition) ¿ alarm,¿ (psnr) event #(B)(4) (imc_ic6395.pdf). This confirms the reported failure mode. ¿ the rt log shows that the contrast was oscillating between -3276 and 3274 (rt_log_1055_ic6395.png). ¿ the lt log confirms the psnr was never resolved (lt_log_ic6395_contrast.png & lt_log_ic6395_snr.png). ¿ after disconnecting the pump, the log recorded abnormal optical parameters, especially light: 0.45v and snr: 2.9. Device analysis: this console was tested after arriving at field service. Upon running the optical test pump for 12 hours, unable to reproduce the reported failure mode psnr alarm and the oscillating contrast. No issue was found with the fringe pattern. The optical parameters (contrast, gain, snr, and bulb power) were within specifications per the pm procedure (0042-7309). Found the front panel optical connector contaminated, unable to remove the debris upon cleaning (most likely unrelated to the reported failure mode and clinical procedure). During testing, it was found that the rotary knob had a mechanical malfunction. Upon a normal push of the rotary knob, it was unable to select the menu options intermittently, it must be pushed hard to select the options if it doesn¿t respond to a normal push (unrelated to the reported failure mode and the clinical procedure). Root cause: the root cause of the placement signal not reliable alarm was the oscillating contrast. The cause of the oscillating contrast was not determined due to the inability to reproduce, it is most likely related to either the lamp or the optical bench malfunctioning. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.